Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead got stuck in the tricuspid valve. The physician decided to leave the rv lead in the patient and implant a different rv lead. No patient complications have been reported as a result of this event.